Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the plastic on the wand melted and was falling into patient. All pieces were removed from patient.

Manufacturer narrative:
"Alleged failure: plastic on the wand melted and was falling off." Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the plastic on the wand melted and was falling into patient. All pieces were removed from patient.